Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the damaged platen, the cracked rear case and damaged ail. Based on the findings, service determined that the probable cause of the reported issue was due to button damaged/missing of the kit platen/hinge assy 8100. A review of the device history record showed the device had a manufacture date of 04jun2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device was broken or damaged. The platen is broken and air-in-line error was received during normal operation. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device was broken or damaged. The platen is broken and air-in-line error was received during normal operation. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. The affected device has been received and an evaluation is pending.

Event description:
It was reported that the device was broken or damaged. The platen is broken and air-in-line error was received during normal operation. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken or damaged. The platen is broken and air-in-line error was received during normal operation. No additional information was provided. There was no patient involvement.